Event description:
It was reported that the implantable loop recording was having sensing difficulties. The device was detected false asystole and oversensing of r-waves for fast ventricular tachycardia. New software was loaded and the sensing may be changed as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.